Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that biomed was trying to fill the arctic sun device. It would not take water. Patient had pads attached. Removed pads and tried again but water still not filling. Mss confirmed that there was a full bottle of cleaning solution added to this liter of sterile water. Biomed tried a liter of sterile water without cleaning solution and it started to take it but seemed to stall in the tube. Per follow up information received via phone on 22nov2022, biomed stated that the device started filling after fill tube was replaced. After that they continued preventive maintenance and found the device was not cooling, it was determined to be a failed mixing pump. Biomed replaced mixing pump and everything appeared to be working fine at this time. There was no patient involvement

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause is improper use of fill tube. However this cannot be confirmed. Patient had pads attached. Removed pads and tried again but water still not filling. Mss confirmed that there was a full bottle of cleaning solution added to this liter of sterile water. Biomed tried a liter of sterile water without cleaning solution and it started to take it but seemed to stall in the tube. Per additional information received, biomed stated that the device started filling after fill tube was replaced. It is known that the device did not meet specifications and the device was influenced by the reported failure. The device was not in use on a patient. The serial number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "connections: use only medivance approved cables and accessories with the arctic sun¿ temperature management system control module. Connect the fluid delivery line, patient temp 1 cable, patient temp 2 cable (optional) and fill tube to the back of the control module. Plug the power cord into the wall outlet. Position arctic sun¿ temperature management system so that access to the power cord is not restricted. Fill reservoir: fill the reservoir with sterile water only. Four liters of water will be required to fill the reservoir at initial installation. Add one vial of arctic sun¿ temperature management system cleaning solution to the sterile water. From the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. From the hypothermia or normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. Replenish internal cleaning solution: contact customer service to order internal cleaning solution. For information regarding safe handling please refer to http://www.medivance.com/manuals for the cleaning solution sds. To replenish the internal cleaning solution: drain the reservoir. Turn control module power off. Attach the drain line to the two drain valves on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. Refill the reservoir. From the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. Add one vial of arctic sun¿ temperature management system cleaning solution to the first bottle of sterile water. The filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. When the fill reservoir process is complete, the screen will close. Do not use cleaning solution that has passed the use by date listed on the bottle. The cleaning solution must be stored inside the uv resistant pouch provided." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that biomed was trying to fill the arctic sun device. It would not take water. Patient had pads attached. Removed pads and tried again but water still not filling. Mss confirmed that there was a full bottle of cleaning solution added to this liter of sterile water. Biomed tried a liter of sterile water without cleaning solution and it started to take it but seemed to stall in the tube. Per follow up information received via phone on 22nov2022, biomed stated that the device started filling after fill tube was replaced. After that they continued preventive maintenance and found the device was not cooling, it was determined to be a failed mixing pump. Biomed replaced mixing pump and everything appeared to be working fine at this time. There was no patient involvement